Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on the 7th floor at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake pads were out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.